Event description:
It was reported that the biomed had an arctic sun device that failed calibration for an error 80 (water check time out unable to reach calibration temperature), expected 6 actual 28. There was a mixing pump failure. The device would be coming in for 2000-hour preventive maintenance. Per follow up information received via email on 15nov2022, they would not be sending in the device for repairs. The pumps that were ordered worked for clearing the error.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed had an arctic sun device that failed calibration for an error 80 (water check time out unable to reach calibration temperature), expected 6 actual 28. There was a mixing pump failure. The device would be coming in for 2000-hour preventive maintenance. Per follow up information received via email on 15nov2022, they would not be sending in the device for repairs. The pumps that were ordered worked for clearing the error.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. There was a mixing pump failure. The device would be coming in for 2000-hour preventive maintenance. Per follow up information, they would not be sending in the device for repairs. The pumps that were ordered worked for clearing the error. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: the labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.